Event description:
It was reported that during an unknown procedure, a linear cutter 55 mm is used and during the second reload the blade got blocked half way (didn´t cut or staple) the staples were lose and some are contaminates with blood, discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device being used in? For clarification, did the device cut and staple prior to getting blocked? For clarification, is the device not being returned due to the blood and loose staples present as a result of the attempted use? What type of procedure was the device being used in? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? For clarification, is the device not being returned due to the blood and loose staples present as a result of the attempted use? Were the staples found to be loose prior to the device being fired? Blood was reported as being on the reload, was there bleeding from the patient? If yes: how was the bleeding controlled? How much blood was lost? Did the patient require a transfusion? Did the post-operative care change based on the bleeding? What is the current status of the patient?